Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to push, did not give no delivery alarm when delivery did not working. Customer stated insulin pump had no delivery alarm, crack on screen, delayed insulin delivery, reject new battery, longer during rewind and louder grinding noise, weak back light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. No under delivery anomaly, over delivery anomaly, bolus anomaly or basal anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No unexpected pump errors or alarms noted. No failed battery test alarm noted when reinserted a test battery. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No damage noted on the lcd glass. Device had cracked display window, minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).